Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient had passed away. The patient's husband stated that the patient was at the hospital and passed away due to cardiac arrest. No allegation toward the dexcom system since it was non diabetic related. Medical review of the complaint states that based on available information, there is no evidence that usage of dexcom continuous glucose monitor (cgm) have caused or contributed to the reported event. However contribution of diabetes mellitus in fatal outcome cannot be excluded, as it is known that acute cardiovascular complications are recognized to be a major cause of morbidity and mortality in diabetic patients. No death certificate was provided. No additional event or patient information is available.